Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, similar readings to those reported were found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving erratic readings on their adc blood glucose monitor. Caller reported receiving readings of 393 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.